Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 12.0 mmol/l. During troubleshooting, it was stated the insulin pump was not dropped and the drive support cap was sticking out and had not been pressed on. The customer had already disconnected from the insulin pump and was advised revert to a back-up plan, which she had reportedly already begun to do. Nothing further was reported.